Manufacturer narrative:
The pump was returned for evaluation. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in the outlet stator. The thrombus did not show laminated layering, indicating that the tissue did not form in the outlet stator. The distal end of the pump rotor and outlet bearing showed contact marks indicating that the thrombus was present while the pump was supporting the patient. The thrombus would have contributed to the reported increase in lactate dehydrogenase. The evaluation could not determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing elevated lactate dehydrogenase and was not responding to IV anticoagulation (date unspecified). The patient stated that he was short of breath and felt "the same as before getting vad implanted". A ramp study was performed and was positive. On (B)(6) 2015, the patient's pump was exchanged.